Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that four days post-operatively, the patient presented with an inflammatory reaction and formation of an inflammatory membrane over the lens. The patient was prescribed an extended course of corticosteroids to treat the inflammation. The healthcare facility has advised that a future yag capsulotomy is planned for the future; however, a date has not yet been set. The device is unavailable for return. Iol remains implanted. "Deviation from target refraction" and "reduced vision" are listed in the "adverse events" section of the rayone IFU. Every batch of iols manufactured by rayner are tested for endotoxin and bioburden prior to their release. Rayner's endotoxin acceptable tolerances are derived from bs en iso 11979-08 (2017) ophthalmic implants - intraocular lenses part 8 fundamental requirements. We have set our own limits for bioburden as there is no standard that prescribes acceptable limits. The records confirm endotoxin and bioburden for the batch were within their respective limits therefore a rayner microbiological cause for the onset of the inflammatory condition is extremely unlikely. Our review of production records for the rayone galaxy rao605g batch 075275450 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy rao605g batch 075275450. While root cause cannot be established from the limited information available, it is possible to consider other causes (e.g., use of re-usable surgical instruments, other materials used in surgery such as ovd).

Event description:
On 23rd december 2025, rayner received notification from a healthcare facility in brazil of an event that occurred following implantation of a rayone galaxy rao605g. The event description provided states that four days post-operatively, the patient presented with an inflammatory reaction and formation of an inflammatory membrane over the lens.